Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as: 2134265-2016-05651. It was reported that the catheter was not aspirating properly. The target lesion was located in the right coronary artery (rca). An angiojet ultra xmi thrombectomy set was selected for an rca thrombectomy treatment. During priming, aspiration did not sound the same as normal and was thought to be sluggish. Once inside the body, aspiration was not working properly. The catheter was removed and a second angiojet ultra xmi thrombectomy set was selected. During priming, aspiration was not working properly and the catheter became stuck in the console. The catheter was not used in the patient. The procedure was aborted. There were no patient complications reported and the patient status was noted as okay.